Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg replacement. The physician does not suspect device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.